Event description:
During an incident in 2001 involving patient cardiac arrest, this defibrillator was powered on and it promted "keyboard 45" that would not clear. The police arrived and used their defibrillator, but did not shock. The patient was transported to a hospital but did not survive.